Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a possible cartridge air bubble/leak issue. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that he changed out his supplies on (B)(6) 2012, at noontime. After work at 9:00 pm that day, the patient claimed that his blood glucose (bg) level was in the 'mid-300's' mg/dl. He denied having any symptoms and mentioned that his site seemed fine. The patient gave a correction and then went to bed. The following morning, the patient's bg level was '345 mg/dl' without symptoms. He did not check for ketones. The patient check his site and noticed that the cartridge had moisture inside but very contained 'very little insulin.' The patient denied observing wetness at the site, tubing, connection, or inside the cartridge compartment. The patient believed that he filled the cartridge with insulin and remembered seeing air bubbles. He claimed that he was able to remove the air bubbles by pushing up on the blue plunger and seeing insulin as well as the air bubble(s) go out of the needle. The patient was unsure if the cartridge was completely free of air. The animas representative involved in this contact noted that the patient was filling his tubing with an old cartridge. The representative explained to the patient that if he were to use a new cartridge full of air after filling the tubing with an old cartridge, he could possibly still see insulin coming out of the tubing. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he had a possible cartridge air bubble/leak issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury. In addition, at this time, it is unclear if the air bubble/leak issue was related to use-error, or a cartridge and/or infusion set.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridges passed visual inspection; no damage or defects were observed to the luer connection, o-rings, plunger, or cartridge bodies. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or cartridge body.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.